Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient's battery pocket was uncomfortable. It was "akward in a role of tissue." The stimulation sensation was noted to be adequate and was working as expected. Surgical intervention to move the pocket was planned/scheduled for (B)(6) 2015. The patient was noted to be alive with no injury at the time of the report. Relevant medical history included spinal pain. No follow-up was required.

Manufacturer narrative:
Additional review determined that (B)(4) no longer applies to this event.

Event description:
Additional information received from the manufacturer's representative (rep) reported surgical revision was performed, and the pocket was moved two inches caudal and a little lateral. It was noted the old position was in a difficult edge of a roll of tissue. The patient reported the new location was much better.